Event description:
It was reported that during a "dca" procedure, the guide wire broke off in the "lad". When the "dca" device was put together, it did't seem to "snap" into place. During the use of the two devices there was a noise, the guide wire then prolapsed back and snapped. The tip of the guide wire was left in the distal "lad". An attempt was made to snare the guide wire tip, but it was unsuccessful. Some staining (perforation) was also seen and there was a small amount of blood loss. However, this was not treated and the perforation sealed on it's own. The guide wire tip remained in the pt. The pt is reported to be doing fine.